Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy- "(B)(6), person in charge of emergency department of hospital clinic, informed us about the incident with our direct drive clip applier. She told us that the clips did not close properly. When the surgeon shot them, the clips appeared crossed or fell down because they were open. They told us that it is not the first time that happened and the incident happened with the 10 first clips, afterward the clips appeared to be good. Attached pictures of the clips collected from the cavity of the patient which will be sent together with the clip applier." Patient status- "ok."

Manufacturer narrative:
Full UDI# provided. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.